Event description:
It was reported that during a procedure performed in the (B)(6) on (B)(6) 2014, upon attempted insertion of the cap screw it would not torque down in the tulip head of the polyaxial screw. The polyaxial screw was removed and replaced with no further issue. A delay of 30 minutes occurred as a result.

Manufacturer narrative:
Investigation in process, but not yet complete. A follow-up medwatch report will be sent to the FDA upon completion.